Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm identified in the log of a homechoice (hc) device. The report was not confirmed. There was no allegation reported against the baxter product by the customer. Lot information is unknown, so a batch review was not performed. The root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During log review notification, an additional issue of system error (se) 2240 was found in the patient alarm logs: occurrence date (B)(6) 2010, cycle unknown. There was no report for this alarm called in by the customer.

Manufacturer narrative:
(B)(4) - there was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.